Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to the reported oversensing and inappropriate shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this electrode exhibited oversensing resulting in delivery of inappropriate shock therapy. An x-ray was performed and noted that the proximal sensing coil shifted more along the inferior border of the pectoral muscle. The physician was going to consider repositioning the electrode, however, to date, has not decided to intervene. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual observation noted electrocautery damage to the surface of the electrode, a cut in the insulation and the terminal silicone sleeve appeared abraded and torn. The insulation underneath the sleeve appeared intact and undamaged. Dried blood/body fluid was observed in the electrode lumen. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.